Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 2 states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, it was noted patient has allergy to nickel. No revision is scheduled to date.